Manufacturer narrative:
The customer reported that the issue was resolved by cleaning the pump manifold. No additional information was provided. (B)(4)

Event description:
Covidien received information stating that during patient use, when the ht70 ventilator trigger was set to 3.0 h2o, the auto trigger would then activate. The reported condition was duplicated. The patient was transferred to another ventilator. There is no report of patient injury or death asssociated with this event.